Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated (300-400mg/dl). Customer treated elevated bg levels by reverting to a non-tandem pump. Customer reported that bg levels have been "fine" since.